Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's cartridge was cracked. Customer's blood glucose was 452 mg/dl.